Event description:
The lead was explanted due to high thresholds and sensing anomaly. The physician broke the screw when trying to revise the lead.

Manufacturer narrative:
No medwatch form was received.